Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that white screen displayed was due to temporary communication failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the during evaluation the reported fault could not be found. Testing and inspection of the device could not confirm the reported issue. No reportable malfunctions were found. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source exhibited a white screen inside the octagonal frame after connecting the 290 endoscope. Occasional white screen in octagonal frame still occurred a day or two after cleaning the light source connector. The issue occurred during preparation for use for therapeutic gastroscope procedure. The patient was not under anesthesia and there were no reports of delay. The procedure was completed using a similar device. There were no reports of patient harm or impact associated with this event.